Manufacturer narrative:
H11: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. However, photos were provided for review. The investigation of the reported event is currently underway. Section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient underwent an ultrasound guided cyst percutaneous drainage catheter placement procedure. It was reported that the sometimes post catheter connector was allegedly fractured at the white end and was split into two pieces. The procedure was completed by using another device. There was no reported patient injury.

Manufacturer narrative:
H11: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: although the physical device was not returned for evaluation, three photos were provided for review. The photo shows the partial view of drainage catheter in which complete break was noted on the catheter hub. The broken part was noted to be missing from the catheter hub and attached to an external connector. Therefore, the reported catheter connector fracture and material separation issues are confirmed. The definitive root cause could not be determined based upon available information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. G3, h6 (component, method, result, conclusion) section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient underwent an ultrasound guided cyst percutaneous drainage catheter placement procedure. It was reported that the sometimes post catheter connector was allegedly fractured at the white end and was split into two pieces. The procedure was completed by using another device. There was no reported patient injury.